Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. Magnetic resonance imaging (MRI) was intended but postponed since the dislodgement causes the system to be non MRI conditional. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv was explanted and replaced, tissue on the helix was found and the lead was not able to be retracted. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. Magnetic resonance imaging (MRI) was intended but postponed since the dislodgement causes the system to be non MRI conditional. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv was explanted and replaced, tissue on the helix was found and the lead was not able to be retracted. No additional adverse patient effects were reported. This product has returned for analysis. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. Magnetic resonance imaging (MRI) was intended but postponed since the dislodgement causes the system to be non MRI conditional. This rv lead remains in service. No adverse patient effects were reported.